Event description:
Volumetric pump allegedly overinfused (2 pumps being used together). No pt injury. Two volumetric pumps being used together on same pt - devices alarmed. Infusing amiodarone (cardio vascular drug) 250ml bag at 5ml/hr over 48 hours - checked at 6 o/c - whole bag had gone through although only 25 mls infused on display. Another bag of 50mls of n/s digoxin added - programmed to run over 1 hour at 50ml/hr - went through in 15 minutes - display only showed 37 mls infused.